Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted as a correction to manufacturer report number 2939274-2022-00783, which was originally reported from the synthes operating company. This product has now been identified to be a joint reconstruction product. The investigation results and any further follow up information will now be reported under manufacturer report number 1818910-2022-05350. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device was broken during the surgery. This complaint involves one (1) device. The device is an impactor from a knee attune orthokit.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device and a photo associated with this report were returned for analysis. Examination of the returned device and photo confirmed the broken condition. Additionally, a crack was noted. The reported complaint was confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.